Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 21.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018, due to unexpected postop refraction, specifically resulting in a myopic outcome. There was no other surgical intervention required. Patient has recovered. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 10/11/2018. Device returned to manufacturer: yes. Device evaluation: the complaint product was returned in the replacement lens box on 10/11/2018. The lens was received cut at the center. Viscoelastic residues were observed on the explanted lens. The condition in which the product received is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.